Event description:
It was reported that the asymptomatic patient presented in-clinic for follow-up. The ICD exhibited post-paced t-wave oversensing on the ventricular channel, which was noted on a stored egm. Reprogramming was recommended.